Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during kit inspection the ratchet handle does not move up or down. There was no patient involvement. Due diligence is complete and there is no additional information available.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device failed the sample mesh test due; stuck ratchet and damaged comb. The ratchet was adjusted and the cutter and side plate were replaced and resolved the reported issue. Lot identification is necessary for review of device history records, and lot identification was not available. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.